Event description:
It was reported that the guidewire perforated the catheter inside the vein and the vein of the baby. The child has "an enormous bruise".

Manufacturer narrative:
No device sample was returned for evaluation. A review of the manufacturing records for the catheter and guidewire indicated all device specifications and quality requirements were satisfied. Without evaluating the device involved in the incident, we are unable to determine the cause or factors, which may have contributed to this event.